Event description:
Customer reported she was having issues with the buttons on the insulin pump. Customer reported the buttons were getting stuck, non responsive, and were getting stuck. Customer's blood glucose was 100 mg/dl. Customer does not recall any significant event that may have caused the keypad issue. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
The insulin pump act button did not respond due to flattened button dome switch. No scrolling numbers display anomaly noted. The insulin pump received with minor scratched display window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube and cracked reservoir tube window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.